Event description:
In performing an open heart surgery, the physician assistant was taking saphenous vein harvest. They were circulating and noticed a beeping sound. Then, they followed the beep to the vasoview hemopro - the machine used to cauterize the endoscopic vein harvest. Pa then said "this is not turning off" so they immediately pulled out the plug from the hemopro machine. The hemopro was not in the patient leg at the time so no injury to patient. The vasoview was immediately taken from field along with non-disposable probe. The cord was sent to biomed for examination and the vasoview disposable item was bagged and given to manager. Biomed was only provided the cable. We did our testing and could not find anything wrong with it.